Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient described the area as broken skin. There was no alleged device malfunction contributing to the irritation. The patient's nurse is addressing irritation as patient is in a care facility. The patient reported that the irritation is getting better.